Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a stent placement, the stent was allegedly found to be longer than the indicated forty millimeters. There was no reported patient injury.

Event description:
It was reported that post stent placement procedure in the external iliac artery via retrograde right common femoral artery, the stent was allegedly found to be longer than the indicated forty millimeters. It was further reported that the stent start and end marks were allegedly not visible. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate the placed stent inside the vessel. A digital length measurement is part of one image indicating a stent length of 5.83cm. On one image the stent strut structure is visibly irregular, indicating elongation. Provided single images cannot confirm premature deployment. Based on appearance of previously placed stents the visibility of the stent was judged as normal. The investigation leads to confirmed result for stent elongation. A 0.035" guidewire with 6f introducer were used for access, the vessel was not tortuous/ calcified, and the lesion was not pre dilated; during deployment the system was gently held at the stability sheath and kept stationary. Based on the investigation of the provided information, the investigation is closed as confirmed for stent elongation. A definite root cause for the reported event could not be determined. The reported indication represents an off label use. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Based on the instructions for use the safety shall be unlocked straight before deployment when the stent is in correct position, and when the system is ready for deployment. Regarding access/ accessories the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.', and 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath: 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length and 0.014 inch (0.36 mm): 0.035 inch (0.89 mm) diameter (...)'. Holding and handling of the system throughout deployment was found described; in particular the instructions for use state: 'prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension.' The instructions for use further state: 'it is recommended to use the 80 cm working length device for ipsilateral procedures. The longer working length of the 135 cm device may potentially be challenging for the user to keep straight for ipsilateral procedures. Failure to keep the device straight may impede the optimal deployment of the implant.', and 'the stent has a total of 12 markers located on the ends of the stent, six at each end. Three at each end are radiopaque tantalum markers'. The lifestent 5f vascular stent system is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. H10: b5, g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.